Manufacturer narrative:
The sample has been received and investigated: the sample was returned in an open secondary package. The sample included a delivery system (ds), a shunt on a gauze piece inside the separate plastic bag, IFU and labels. The ds wire was pressed down. The ds wire didn¿t protrude from the cannula opening. The root cause is inconclusive - unable to verify as the ds trigger was operated and performed its functionality releasing the shunt (shunt was received separately from the ds). The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other complaints for the lot. (B)(4).

Event description:
A surgeon reported that during a glaucoma filtering device (gfd) implantation surgery, the device would not release from the delivery system. Another shunt was implanted instead. Additional information was not available.